Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded dso seal. Functional testing was able to verify and duplicate the reported problem, device alarmed ¿no disposable found¿. It was determined that the defective dso seal was the root cause. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3, d4: UDI, and g4: 510k are unknown.

Event description:
It was reported that the pump did not detect the cassette. It is unknown if there was patient involvement, no adverse patient effects were reported.